Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the f-82 alarm was determined to be due to a damaged central processing unit printed circuit board (cpu pcb) assembly. To correct the condition, the cpu pcb assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a technician, a flogard infusion pump was found to have presented an f-82 alarm. No additional information is available.